Event description:
A surgeon reported experiencing suction failure during a cataract surgery. There was no harm to the pt. The surgeon was unwilling to provide further details.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).